Event description:
The patient was leaking csf from the upper part of the introducer at where the 3 channels meet. No patient injury was reported. Additional information was received. The clinical educator reported all three probes were used; the oxygen, the temperature and a 110-4l was used to monitor icp. The dura was not opened correctly (no cruciate incision). The neurosurgeon had difficulty with the insertion of the oxygen catheter but the other two went in fine, so the neurosurgeon did loosen the cap. The oxygen catheter never did work correctly. The compression cap was tightened more but the leak never changed and the system had to be removed. The device will not be sent back for evaluation, since the user facility would not sterilize the device prior to returning.